Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that issue was caused by the camera horizon flipping 180-degrees and the customer did not reset the arm position with the port clutch after changing scopes. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed the surgeon was not able to flip the endoscope from the console. The customer reported trying a second 30-degree endoscope with no change. The customer installed a 0-degree endoscope and was not able to troubleshoot further. An intuitive surgical, inc. (Isi) clinical territory associate called back and installed both scopes and determined the cameras were working normally. Issue was caused by the camera horizon flipping 180-degrees and the customer did not reset the arm position with the port clutch after changing scopes. The procedure was completed with no reported injury.